Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) was feeling stimulation in the chest rather than the intended area, behind the ear (off-label). X-ray imagery confirmed lead migration. Surgical intervention will be undertaken at a later date to address this issue.